Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was in the 500s mg/dl and manual insulin injections were used to correct. Reportedly, the alarms were cleared and insulin delivery was resumed.